Event description:
A medical engineer reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and other visual side effects. The slit lamp images and the pentacam images show glistening's. Diagnosed with glimmer vision, special on the left eye. The patient issue was not resolved. There are two medical device reports associated with this event. This report is associated with the left eye. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Four images were submitted and reviewed. Both od and os slit lamp images are optic sections illuminating the center of the iols through dilated pupils. The images show what appear to be diffuse refractile bodies within the iols. The corresponding od and os pentacam images also demonstrate the presence of the refractile bodies appearing to be within the bulk of the iols consistent with microvacuoles such as associated with glistenings. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, explanation has not yet been performed and according to the patient, they have not yet planned.